Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that stent fracture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified ostio-proximal left anterior descending artery. A 16x4.00mm promus premier select drug-eluting stent was implanted to treat the lesion. A non-boston scientific balloon was advanced for post-dilation but failed to cross the distal part of the stent. Fluoroscopy revealed that the distal edge of the implanted stent was deformed. A 3.50 x 12 mm promus premier select was advanced to cover the deformed stent and the procedure was completed successfully. No patient complications were reported, and the patient status post procedure was stable.

Manufacturer narrative:
B5 - describe event or problem: updated media analysis: the device was not returned to the complaint investigation site (cis) therefore device analysis could not be performed however procedural media was received by the cis. A review of the images provided could not identify the alleged stent fracture however a gap which could indicate strut displacement was noted in the mid to distal stent region. The apparent strut displacement noted could have appeared to the physician as stent fracture however this was not the case as the displaced struts visible in the photo review most likely represent a conformation of the stent to the vessel anatomy by considering the presence of calcific lesions (moderate calcification) and provide the required scaffolding without any straightening of the vessel. Based on the event description and considering the review of the angiographic images, it is most likely that the anatomical features of the lesion (moderate calcification present in the vessel) brought upon a displacement of the stent struts in the mid to distal region of the stent (gap region) which could have been interpreted as stent fracture.

Event description:
It was reported that stent fracture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified ostio-proximal left anterior descending artery. A 16x4.00mm promus premier select drug-eluting stent was implanted to treat the lesion. A non-boston scientific balloon was advanced for post-dilation but failed to cross the distal part of the stent. Fluoroscopy revealed that the distal edge of the implanted stent was deformed. A 3.50 x 12 mm promus premier select was advanced to cover the deformed stent and the procedure was completed successfully. No patient complications were reported, and the patient status post procedure was stable. It was further reported that the stent was damaged post-deployment.